Event description:
The customer reported that the images were black. There was no live image displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera power supply and fluoro functions board were replaced. The system was then found to be operating as intended.